Event description:
Customer states: 'j-hfbs-503540 failed during the procedure. When they were draining the lung that the guide wire stuck inside the stent. The lung than reinflated when this was removed and the pt will now have to return to get this done at another time."

Manufacturer narrative:
A proper evaluation cannot be performed due to the products not being returned. Product from stock was pulled and assembled, products were noted to function per our instruction in the info booklet. Customer stated the product was used in the lung which is not it's intended use, it should be used for catheterization of the fetal bladder. Cannot determine customers difficulty. Should additional info become available it will be forwarded.